Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, anterior- posterior colporrhaphy, enterocele reduction and bilateral sacrospinous ligament colpopexy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01304 and medwatch 2210968-2013-01303. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01304 and medwatch 2210968-2013-01303. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 5/24/2016. (B)(4). It was reported that following insertion patient experienced urinary tract infections, cystitis, and urinary retention. No additional information was provided.